Event description:
It was reported that the insulin pump alarmed no delivery and that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was 30 mmol/l. The customer's doctor performed the self test, high pressure test, displacement verification, and the device passed all tests. The insulin pump alarmed no delivery at 4.0 units during the high pressure test. The doctor was advised to change the entire infusion set system. The caller was advised to monitor the insulin pump. The caller was admitted to urgent care and was treated with a manual injection to lower the blood glucose. The caller stated that the customer was not wearing the insulin pump at the time of hospitalization but did not know how long the customer had been off the device prior to the event. The doctor reported that, after the infusion set and reservoir change, the insulin pump still alarmed no delivery. The caller was advised to replace the device and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. Unable to verify the excessive no delivery alarm, perform the occlusion or excessive no delivery tests due to the prime anomaly and the alarms. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.